Manufacturer narrative:
Autopulse platform with serial number (sn) (B)(4) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no damage was observed. A review of the platform's archive data was performed and found that no user advisory (ua) 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2015. However, multiple user advisory 45 messages occurred on other dates. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), users are advised to pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. The customer's reported complaint was not duplicated during functional testing. It was however, observed that the encoder shaft was one revolution off from the "home" position target upon power up. Due to the position of the encoder, it is likely that the lifeband straps were not pulled completely out prior to turning the device on. Unrelated to the reported complaint, it was observed that the encoder shaft was slightly sticky. The clutch plate was found to have burrs in the hex cut out and on the surface of the clutch rotor. After de-burring the clutch plate and removing the sharp edges from all 12 hex edges of the armature plate, the drive shaft was still found to be sticking and therefore the clutch plate needed to be replaced to remedy the issue. Following replacement of the clutch plate, and homing the device, the platform was run with a test mannequin and performed as intended. After testing, the drive shaft was rotated manually several times in both directions which confirmed that it now rotates smoothly and freely without resistance, sticking or binding. Based on the investigation, the part identified for replacement was the clutch plate. In summary, the customer's reported complaint was confirmed during review of the platform's archive. The root cause was determined to be that the lifeband straps were not pulled completely up prior to turning the device on. After servicing, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, even after the drive shaft was rotated back to the "home" position. No patient involvement was reported. No further information was provided.